Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad traces. No button error alarms were noted. The pump was received with cracked case at display window corners, display window, belt clip slot and battery tube threads. The pump was received with minor scratched lcd window and stained end cap sticker.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 153 mg/dl. The customer stated that the up arrow button is not working properly. The customer stated that the pump is new and has been having issues. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.